Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected. 2 out of 100 retains had gel air bubbles. No foreign matter(fm) was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel air bubbles; it has not been confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had tubes with foreign matter on the inside of the tube and tubes with air bubbles in the gel. There was no report of patient impact.